Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital due to pocket erosion. The patient was not dependent and rarely paced. The complete system was explanted. The device was not replaced and the patient was kept on medication. The physician stated that the erosion was inside out. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.